Event description:
New information received notes that 11 new non-sustained rv oversensing episodes were noted and they all seem to show post-paced t-wave oversensing. The device was explanted and replaced. The patient's condition was good and stable after the procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an episodes of non-sustained rv oversensing were observed. Review of the episodes noted appeared to be myopotentials. Further testing and programming changes were recommended.

Event description:
New information received notes that oversensing signals were reproduced with a deep berating. The device was reprogrammed and the issue was resolved.

Manufacturer narrative:
This event is a duplicate was already reported in manufacturer reference number 2938836-2017-17675.